Event description:
The customer reported that the probe of the ortho provue analyzer was bent and red cells were observed on top of the gel card foil. No erroneous results were reported. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the probe was bent and the wash station was cracked. The fe replaced the probe, wash station and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4).